Manufacturer narrative:
The field service representative (fsr) inspected the analyzer and performed troubleshooting which including cleaning wash stations and areas around the probes where he noticed exterior material build up. The alinity I analyzer, serial (B)(6) was considered the likely cause for this issue as multiple components were adjusted and/or cleaned to correct the issue. A review of service history for the alinity I analyzer, serial number (B)(6), found no contributing factors on or around the date of the complaint. A review of tracking and trending for the alinity I did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the alinity I processing module, serial number (B)(6) was identified.

Manufacturer narrative:
Patient identifier: (B)(6). Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false reactive alinity I anti-hbs result for 1 sample. The following data was provided: sid (B)(6) initial result = 76.31 miu/ml (reactive), repeat = 0.33 miu/ml (nonreactive), vidas confirmation = negative no impact to patient management was reported.